Event description:
It was reported that the nurse was trying to start therapy, but patient temperature (pt) was not registering dashes in this field in an arctic sun device. They had both an esophageal probe and foley probe in place and tried both probes and moving the temperature cable from t2 to t1. None of these options worked dashes still in this segment. Advised would need to replace this device. Per follow up information received via task on 26mar2026, spoke with biomed who confirmed a faulty cable was not reading temperature. The device passed a functionality test and returned to floor with a new cable. Faulty cable was disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction- d, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. They had both an esophageal probe and foley probe in place and tried both probes and moving the temperature cable from t2 to t1. None of these options worked dashes still in this segment. Advised would need to replace this device. Per follow up information received via task on 26mar2026, spoke with biomed who confirmed a faulty cable was not reading temperature. The device passed a functionality test and returned to floor with a new cable. Faulty cable was disposed of. A DHR review is not required as the lot number is unknown. The lot number for this investigation is unknown. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. Corrections: d, f, h. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy, but patient temperature (pt) was not registering dashes in this field in an arctic sun device. They had both an esophageal probe and foley probe in place and tried both probes and moving the temperature cable from t2 to t1. None of these options worked dashes still in this segment. Advised would need to replace this device. Per follow up information received via task on 26mar2026, spoke with biomed who confirmed a faulty cable was not reading temperature. The device passed a functionality test and returned to floor with a new cable. Faulty cable was disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy, but patient temperature (pt) was not registering dashes in this field in an arctic sun device. They had both an esophageal probe and foley probe in place and tried both probes and moving the temperature cable from t2 to t1. None of these options worked dashes still in this segment. Advised would need to replace this device.